Event description:
Eea stapler opened and anvil placed inside. The stapling device was then fired and it was withdrawn from the pt's rectum. Upon inspection of the anastomosis, it was found to be inadequate. There was a defect that was clearly a mis-firing of the stapler and the circular rings were not intact.